Event description:
On (B)(6) 2023, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving a high bg reading of approximately 200 mg/dl from his dario meter. Due to the above, the user reported that he injected himself with insulin, afterwhich he stated that he started to feel unwell while sweating and shaking. The user reported that after some time, since he was feeling worse, with a headache and still sweating, he tested his bg level again and received a reading of 216 mg/dl following the above the user tested his bg with his non-dario meter and received a bg reading of 56 mg/dl, which the user stated matched how he was feeling.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.